Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarms are confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the self test and displacement test. Hardware low level failures (variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly.

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure. Customer¿s blood glucose was unknown. Customer stated that they are able to rewind the insulin pump and passed displacement test as well as self test. Insulin pump will be returned for analysis.